Event description:
It was reported the device waveform was still displayed after the patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the waveform was still displayed even after the patient died.

Manufacturer narrative:
Patient outcome grid = death. This report is based on information provided by a philips call center personnel and has been investigated by the philips complaint handling team. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The device disposition is unknown as there was no response. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available, no further action is necessary at this time. A clinical harm review was performed and this event is assessed as not related to the device in this case. The patient was reported deceased before the use of the device. No further investigation for this event is possible at this time.